Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h.11: this supplemental emdr is being submitted to report the allegation of patient death. No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including death. No medical records, autopsy report, or death certificate have been provided. Updated fields: b2 (outcomes attributed to adv ev, date of death), b3 (date of event), b4, b5 g3, g6, h2, h6, h10, h11. Corrected field: h1 (type of reportable event). This supplemental emdr represents the bard/davol ventralight st mesh (device #3). An additional supplemental emdr's were submitted to represent the bard/davol composix mesh e/x (device #1) and bard/davol mesh ¿ ventralex (device #2). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex on (B)(6) 2008, composix e/x on (B)(6) 2011 and ventralight st on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per amended claim: attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex on (B)(6) 2008, composix e/x on (B)(6) 2011 and ventralight st on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient". Attorney alleged that the patient passed away on (B)(6) 2022 due to defendants¿ negligence, defective product, defective design, failure to warn, and/or other wrongful act(s). It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #3). Additional emdrs were previously submitted to represent the bard/davol composix mesh e/x (device #1) and the bard/davol mesh ¿ ventralex (device #2). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex on (B)(6) 2008, composix e/x on (B)(6) 2011 and ventralight st on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.